Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: sample was received and evaluated and no damaged/broken components that could relate to the defect reported by customer could be observed. Sample was found in good condition. Defect is not replicated since plate was able to be open and close without any issue. Based on the present analysis, it is determined that the reported complaint is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and a reservoir was used connected to a drain, after surgery, the reservoir could not be locked in the ward. Further details are not provided there were no adverse consequences to the patient.